Manufacturer narrative:
(B)(4). Date sent 11/11/2024, d4 batch #467c47, b3: only event year known: 2024. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one sc45a device was returned with no apparent damage and with a gst45w reload loaded on the device. The reload was received partially fired 1/3. The returned device and reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 467c47, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished #psee45a, with lot/batch #c9dh3u , and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line? Was there any difficulty opening the device jaws?

Event description:
It was reported that during an unknown procedure that the blade of the device never engaged according to the customer. No additional information was given to the rep. No patient harm reported.